Event description:
The customer reported that a mounting arm dropped after releasing the release arm mechanism by a nurse causing a minor head injury.

Manufacturer narrative:
(B)(4). A follow up report will be submitted either philips obtains more info concerning this event.